Event description:
It was reported after an isolated splenic vein thrombosis case, a pericardial effusion was noticed. The physician noticed there was a slight drop in blood pressure. The pericardial effusion was confirmed by intracardiac echocardiography. The physician performed pericardiocentesis and 900 ml of fluid in total was removed. The patient was reported to be in stable condition and transferred to the intensive care unit. The patient is currently being monitored. The farawave pulsed field ablation catheter, non-boston scientific optrell catheter and non-boston scientific soundstar catheter were discarded and not available for return. No further information is available.

Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.